Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump failed infusion test (volume too high). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact, housing intact. Upon inspection, customer problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The over delivery expulsor was replaced.